Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4 mm x 23 mm intracranial stent (encr402312, 8799359) became impeded proximal of a prowler select plus 150/5 cm microcatheter (606s255x, 31309392) and was released automatically. Therefore, it could not advance any more. The physician removed this stent and microcatheter (mc) from the patient and switched to a second microcatheter and a second stent, an enterprise2 4 mm x 30 mm (encr403012, 8779789). But the second stent was still impeded in proximal of the second microcatheter and was release automatically as well. The doctor only retracted the stent and changed a new stent to complete the surgery. The second microcatheter was not replaced. The surgery was prolonged about 20 minutes. There was no patient injury reported. Additional event information received on 19-sep-2024 indicated that they were not able to torque the devices. The 20 minutes procedural delay was not clinically significant. The microcatheter kinked/bent. Treatment was for a ruptured right internal carotid artery posterior communicating artery aneurysm with arachnoid hemorrhage. Neck size 4.78 mm, tumor width 6.12 mm, tumor height 4.54 mm. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery unit. No appearance of damages was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. Dried saline residues were observed on the distal end of the delivery wire. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated due to the detached condition of the stent. This component must still be attached to the delivery wire and inside the introducer to perform a functional analysis; however, based on this, the issue reported regarding the stent being released automatically was confirmed. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the limited information available, the root cause remains speculative, and the customer complaint cannot be evaluated. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 19-sep-2024 indicated that they were not able to torque the devices. The 20 minutes procedural delay was not clinically significant. The microcatheter kinked/bent. Treatment was for a ruptured right internal carotid artery posterior communicating artery aneurysm with arachnoid hemorrhage. Neck size 4.78 mm, tumor width 6.12 mm, tumor height 4.54 mm. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8799359) became impeded proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31309392) and was released automatically. Therefore, it could not advance any more. The physician removed this stent and microcatheter (mc) from the patient and switched to a second microcatheter and a second stent, an enterprise2 4mmx30mm (encr403012, 8779789). But the second stent was still impeded in proximal of the second microcatheter and was release automatically as well. The doctor only retracted the stent and changed a new stent to complete the surgery. The second microcatheter was not replaced. The surgery was prolonged about 20 minutes. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.